Event description:
Patient tested inr at home, inr=2.4. Went to doctor visit, inr tested on suspect device and inr=4.0. Laboratory confirmed inr=2.8. Coumadin dosage was not adjusted. No information regarding controls was provided. No treatment was given.